Manufacturer narrative:
H6: investigation summary a device history record review could not be performed because a lot number was unknown for this issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found broken while the patient was receiving ringer¿s lactate. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we had two incidents with the set. One recent and one last year based on a review of our incident reporting system... Event 1: broken device... A. No harm to the patient ... When did you discover the event? Before/during/after use? During use -is there any patient involvement in this incident? If yes, is there any adverse event occurred to the patient? Reached patient but no harm to patient. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? 8100 what was procedure being performed, please provide the details. Patient being given ringer¿s lactate. "

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found broken while the patient was receiving ringer¿s lactate. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we had two incidents with the set. One recent and one last year based on a review of our incident reporting system... Event 1: broken device. No harm to the patient . When did you discover the event? Before/during/after use? During use. Is there any patient involvement in this incident? If yes, is there any adverse event occurred to the patient? Reached patient but no harm to patient. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? 8100 . What was procedure being performed, please provide the details. Patient being given ringer¿s lactate. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.